Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, the impella cp pump stopped on day eight of support. The team was unsuccessful in attempts to restart the pump at the previous pressure level and attempts to restart the pump by unplugging and re-plugging the catheter. The consoles were also changed with no success. The physician came to pull the catheter back across the valve. Heparin was reported to have been maintained in the purge since insertion in the catheter laboratory and there were no breaks in the heparinized purge. The pump was removed, heparin stopped and activated clotting time (act) decreased to allow for the removal of the pump. Impella was successfully weaned, and patient survived the procedure.

Manufacturer narrative:
The investigation into the pump stop has been completed. The impella pump was returned for investigation. A review of the data logs confirmed the pump stop. An analysis of the returned product found no kinks in the catheter, open lines were found on all three phases of electrical continuity testing. Additionally, open lines were observed adjacent to the monkey fist by the catheter kink protector. The root cause of the pump stop was open lines due to excessive force. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk cpi & impella rp with smart assist system section: using the automated impella controller with the impella catheter as noted in the impella IFU ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smart assist system catheter as noted in the impella IFU ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.